Manufacturer narrative:
(B)(4). Investigation results: visual examination of the returned device revealed that the balloon material was torn circumferentially and the tip of the device including half of the balloon material were detached and not returned. Functional analysis could not be performed due to the condition of the returned device. Based on the condition of the returned device, the noted defects likely occurred due to anatomical or procedural factors encountered during the procedure. Therefore, the most probable root cause is operational context. A review of the device history record (DHR) was performed and confirmed that this device met all material, assembly and performance specifications. A search of the complaint database revealed that no other complaints exist for the specified lot.

Event description:
It was reported to boston scientific corporation that a cre pro gi dilatation balloon was used during a procedure performed on (B)(6) 2018. According to the complainant, during the procedure, the balloon burst. The procedure was completed at this time. There were no patient complications reported as a result of this event. Investigation results revealed that the distal tip of the device including the balloon detached; therefore, this is now an MDR reportable event.